Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2012. After a successful set-up and pre-planning review, a camera connection error appeared. Attempts to soft reset and hard reset the system did not resolve the issue. The surgeon decided to proceed using the manual instrument set and was able to successfully complete the procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic system (rio). The rio was evaluated on (B)(4) 2012, by a mako field service engineer (fse). The evaluation concluded that the issue occurred due to dirty fiber optic connections, which occurs when the protective caps are not replaced when the hybrid cable assemblies are disconnected from the robotic arm or guidance module. It is a known issue that improper maintenance and handling of the cables can cause camera connection issues.